Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. Additional device product code is hrx. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a kyphoplasty procedure, while attempting to use the synflate small balloon to fill the l1 vertebral body, a loud pop was heard and all pressure was released from the balloon, leaving the balloon unable to be re-inflated. A second synflate medium balloon was used to complete the procedure with minor leakage noted near the end plate. This is report 1 of 2 for (B)(4).